Event description:
It was reported by a customer in (B)(6) that an 840 ventilator had a distorted upper graphic user interface (gui) display. There was no patient involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), upgraded the software to current revision, and performed extended self-test (est). The ventilator passed all tests and calibrations, and it was operating within manufacturing specifications. (B)(4). The reported issue is a known failure. Three scenarios may occur when the graphical user interface (gui) does not function as intended. The upper screen becomes blank. The lower screen becomes blank. The upper and lower screens become blank. Covidien failure investigation has determined that the root cause for all three scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).